Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of haemophilius spp. As actinobacillus ureae when using phoenix panel nid (catalog number 448007) batch number 3213166. The customer did not return panels or isolates but provided phoenix generated lab reports and photos for the investigation. The lab reports show identification results of a. Ureae with the complaint batch. The photos show growth on agar plates. It is to be noted that bd phoenix does not have identification claims for haemophilius spp. Therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed four additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while testing with bd phoenix¿ nid, haemophillus spp. Was misidentified as actinobacillus ureae. There was no health impact or consequences reported.

Event description:
It was reported while testing with bd phoenix¿ nid, "haemophilus" spp. Was misidentified as actinobacillus ureae. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.